Event description:
The account reports two days post insertion of the catheter in the patient and error reading "08" appeared. The user facility is not sure if the problem was due to the catheter or the monitor, therefore both will be returned. The catheter will be in a biohazard bag. No patient injury was reported but the catheter required replacement.